Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was sleeping and woke up sweating profusely, the cgm reading was 47 mg/dl and increased to 60 mg/dl, the cgm alarmed and that is what woke up the patient. There was no bg taken a they didn´t had a bg meter at that time. The caretaker treated the patient with a glass of pure orange juice and a chocolate bar. The patient went back to sleep and then at some point she lost consciousness. She was unresponsive when the caretaker called her name. The caretaker took the patient to ER, there they took a bg reading which was 181 mg/dl and the cgm reading was 99 mg/dl. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.